Event description:
A physician reported that following an intraocular lens (iol) implant procedure, there was a scratch on lens due to the defective iol inserter. On her 1 week postop she reports blurry vision and doctor did an oct (optical coherence tomography) macula and her macula was unremarkable. Doctor believes the reason for her blurry vision was likely from the scratch on the iol and doctor was planning for an iol exchange. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in a.1., a.2., b.2., b.3., b.5., b.6., b.7., d.6.a., d.6.b., d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, the company lens was explanted and replaced with the same model and diopter. In the surgeon opinion the event was related to the defective iol (intra ocular lens) inserter.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of scratch on intra ocular lens (iol), blurry vision, explant, therefore, the condition of the product could not be verified. The reported product lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Three photos attached to the parent complaint were reviewed by the investigation site. All photos show images of the lens with scratches. The reported issue was confirmed. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. While the phots confirm the reported scratches, the injector was not returned, therefore, the root cause of the injector causing the scratches could not be confirmed. While the root cause and its origin are inconclusive, the following factors outlined in the reported product instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4).